Event description:
A surgeon reports dissatisfaction with pt outcomes. Add'l info provided by the surgeon indicates this pt received a custom lasik treatment in the right eye. Post-operatively this pt exhibited a small undercorrection in the right eye. It is unk if the surgeon feels this pt is harmed/injured. Add'l info has been requested.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within spec during the time of this pt's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specs.